Event description:
It was reported that the customer's insulin pump had a crack on the lcd screen. The customer's blood glucose level was 135 mg/dl. Standard troubleshooting was performed. The customer did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and display window. Unit received with minor scratched lcd window.